Manufacturer narrative:
(B)(4). Batch # p93f13. Additional information was requested and the following was obtained: was there a hole in the box that the trocar was packed in? Or was there a hole in the tyvek or plastic that the trocar was packed in? Response: "the only hole was in the plastic covering on the trocar package- not the box that I am aware of. Yes there was a hole in the packaging. Device analysis: the analysis results found that b5lt device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the or department found a hole in the outside of the package of the trocar. There were no patient consequences reported.